Manufacturer narrative:
Efforts to obtain additional information regarding the clinical observations were unsuccessful. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
.

Manufacturer narrative:
Additional information has been provided that this is a device specific issue, not a lead issue.

Event description:
Boston scientific received information that latitude detected a red alert for this system due to low shocking impedance measurements. No adverse patient effects were reported.